Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that the insulin pump had a motor error alarm. Customer reported that the insulin pump had a damaged retainer ring. The customer stated that the reservoir was able to lock into place. Customer also reported about unresponsive buttons. Customer also reported that they can smell insulin from reservoir housing. No harm was required during medical intervention. The insulin pump will be returned for analysis.